Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
As reported by the customer, they needed assistance retrieving archived data from their information center. The customer was attempting to retrieve data from (B)(6) 2015 and explained the patient was discharged on (B)(6) 2015. The customer had readmitted the patient and was only able to see data going back to (B)(6) 2015. Upon following up with the customer, it was reported that the patient had expired "three days to a week" after the event reported in this complaint. The customer was unable to provide a specific date of death.

Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for remote support. The customer was advised that as only three days of storage was purchased, they can only retrieve data back to (B)(6) 2015. Ccsc further advised the customer that alarm logs can be pulled for review of red alarms, but that no ECG waveforms would be available. Pcms quality and regulatory were provided the logs by the customer. The customer was provided with the log data demonstrating the alarm that occurred and the user response to the alarms. The device remains in use. The customer contacted philips with a request for review of stored information regarding alarms that may have occurred for one patient who was stated to have experienced vtach. Nursing staff indicated they did not get alarms and the patient was stated to have expired 3 days to a week later. Log data was reviewed which showed multiple vtach alarms on the date in question (B)(6) with evidence that users were silencing and suspend/pausing alarms repeatedly over the course of that day. The customer did not request onsite evaluation of the product but has received a copy of the log data demonstrating the occurrence of alarms and user responses. The issue is not consistent with a product malfunction but a user related issue.